Event description:
Information received by medtronic indicated high blood glucose levels 432 mg/dl. Customer tried to deliver bolus of 9.4u but infusion flow blocked, and auto mode feature was not active at the time of high blood glucose. No information was provided on treatment and customer had not experienced any symptoms related to high blood glucose. Troubleshooting was declined. No further patient complications were reported. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.